Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer's blood glucose levels are unknown. The customer stated a reservoir, insulin, and infusion set change resolved the issue. The customer also stated the infusion set he had to change was occluded. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.